Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified the batteries had leaked electrolyte onto the terminals inside the battery pack. No other damage was found. Functional testing found the device would not power on when connected to the original battery pack. The device did power on and function normally when connected to a lab battery pack. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the new fan spray kit didn't work when the surgeon turned on the switch. The surgeon used another product and completed the surgery. Investigation showed the battery had leaked. No adverse event was reported as a result of this malfunction.